Event description:
It was reported that the display was showing the number five, and it could not be cleared because the button was unresponsive. It was stated that the button was not pushed longer than three minutes. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a faulty component on the motherboard. The keypad functions properly with testing electronic unit. No damage found on the keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.